Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that unusual resistance was felt during deployment and that the valve could not be deployed or recaptured due to a broken capsule. Post-procedure images showing a capsule separation were submitted by the account confirming the reported capsule break. In-procedural images and angiographic records were requested, but were not provided for review. Without procedural images, the cause of the femoral puncture cannot be conclusively determined and may have been caused by the closure device or by the separated capsule catching on the suture thread. Capsule break (separation) typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. It was reported that the valve was misloaded. Fluoroscopic load check images were not provided from the facility for review, therefore the misload cannot be independently confirmed. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the instructions for use, contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the instructions for use (IFU) instructs to inspect the tav under fluoroscopy to inspect for a misloaded bioprosthesis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of a transcatheter bioprosthetic valve, when at one third deployment, the deployment actuator would not rotate. The physician felt an unusual resistance and could not deploy or recapture the valve. The maneuvers were not captured on cine, however the cause was discovered to be a valve misload. The physician noticed that the capsule of the delivery catheter system (dcs) was curved and after adjusting it, noticed that the capsule was broken. As the system was removed from the patient, one of the two sutures of the closure device was dislodged from the artery wall. A surgical closure of the femoral puncture was performed. A non-medtronic valve was later implanted with success. No further adverse patient effects were reported.